Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient experienced a button error on their insulin pump. The patient's blood glucose level was 207mg/dl. Trouble shooting was performed and found water damage. Pump is being returned. No further information available.